Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Relevant medical history: hypertension, obesity, diabetes. The manufacturer representative (rep) reported that the patient had a lack of efficacy. The rep stated that impedances were normal, the battery was good, and stim was felt appropriately. The actions/interventions that were taken to try to resolve the issue were t he patient was given the advanced settings. Additional information was received from the manufacturer representative (rep). The rep reported that the lack of efficacy was not sudden onset. The rep stated that the patient claims that she leaks when going from sitting to standing. It was noted that the patient always has had this issue. The rep noted that the patient did not have therapeutic effect prior to the report on june 5th, 2018. The patient noticed that lack of efficacy after implant. The rep reported that the cause of the lack of efficacy was not determined. The rep stated that they did not know at this time whether the lack of efficacy resolved after the patient was given advanced settings. Additional information was received from the healthcare provider via the manufacturer representative. It was reported that the patient had complained of a lack of efficacy. They had been reprogrammed and had the advanced settings. The system was replaced. It was reported that the issue was resolved at the time of the report. No further complications were reported or anticipated.